Event description:
Caller reported damage to both the pump housing and usb port, which affected the ability to charge the pump and led to a shutdown. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent and instructed the caller to return the damaged pump with provided packaging and return label. Additionally, the caller was advised to configure the new pump with their settings and connect their cgm. Customer will continue to use current pump